Event description:
--

Manufacturer narrative:
Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
The device was returned and interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed therapy availability testing. It was concluded that the device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which has been implanted for approximately 62 months, declared elective replacement indicator (eri) due to a charge time of 19.5 seconds while at a battery monitoring voltage of 2.55 v. This was noted when the patient was admitted to the hospital after experiencing a syncopal episode. The cause of the syncope is not suspected to be device related.